Event description:
The pump was returned for multiple loss of prime warnings. The evaluation revealed partially dislodged force sensor pins. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. Recall number: 2531779-03/24/2010-003-r . A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins; there was also evidence of contamination in the force sensor assembly.